Event description:
New upper dental plate had chemical taste, burnt mouth, lips, tongue food taste horrible -lost 15 lbs in a months time - no appetite, loss of energy, spent 2 different nights in emergency room. It has affected my insulin and blood pressure. It's now 8 months later and no improvement. Dates of use: 2007.